Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s stimulator has been reprogrammed twice and stopped working twice. The patient also noted that it takes much longer to charge at all. There were no patient symptoms or complications reported.